Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0 cm from the proximal end. The embolization coil was detached from the pusher assembly and had a fractured stretch resistant (sr) wire. Conclusions: evaluation of the returned devices revealed the pc400 embolization coil was detached from the pusher assembly and had a fractured sr wire. Fracture of the sr wire typically occurs due to forceful retraction of the pc400 against resistance. If the sr wire becomes fractured, it will allow the embolization coil to detach. Further evaluation revealed the pc400 pusher assembly was kinked. This damage was likely incidental and may have occurred during packaging for return. The px slim and the pc400 embolization coil were not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coils 400(pc400s). During the procedure, while the physician was using a pc400 with a px slim delivery microcatheter (px slim), the pc400 unintentionally detached in the px slim. Therefore, the physician removed the px slim with the detached pc400 inside. There was no report of an adverse effect to the patient.